Event description:
It was reported to medtronic minimed that the customer reported the transmitter has a scratch and won't connect, it says it is searching for the sensor signal. Also, the customer reported a crack on the screen of the pump, the infusion set tubing is broken, and the sensor came off. The customer reported no adverse event. The event involved product(s) acc-1601, mmt-1884, mmt-7841zn, mmt-7040b, and mmt-431ag. Troubleshooting was partially performed, and the led light does not blink when connected to the sensor, but the transmitter was confirmed to have been charged, but it was unknown whether the issue was resolved. The crack was impacted the pump's functionality. No harm requiring medical intervention was reported. No product return is required for acc-1601 and mmt-7040b. Mmt-1884, mmt-7841zn, and mmt-431ag was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self-test. Unit did not communicate properly with glucose sensor simulator and the guardian link transmitter. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked battery tube threads, scratch lcd window and fading serial number label. Unit was confirmed for no communication between pump and guardian transmitter due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.